Manufacturer narrative:
The hospital biomed replaced the cpu board. No report of patient involvement.

Event description:
The hospital reported the unit had a system failure. There was no report of patient involvement.